Manufacturer narrative:
The insulin pump had a missing retainer. Unable to perform the displacement test due to a missing retainer. The device had a missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on the lcd window, pillowing keypad overlay, stained serial number label, and a missing end cap address label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the retainer ring had come loose and fell off. The customer's blood glucose level was 9.7 mmol/l. The device will return and be replaced.